Event description:
It was reported that the patient is unable to inflate or deflate the inflatable penile prosthesis (ipp). Boston scientific patient services specialist discussed troubleshooting techniques but the issue was not resolved. Therefore, suggested the patient to call his physician to evaluate the device.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.